Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ten months longevity remaining and during the recent checked it reached to explant. Boston scientific technical services (ts) discussed that charge time caused device to trigger explant. Ts also advised that the approximate time to explant was unreliable and could not be trusted. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ten months longevity remaining and during the recent checked it reached to explant. Boston scientific technical services (ts) discussed that charge time caused device to trigger explant. Ts also advised that the approximate time to explant was unreliable and could not be trusted. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.